Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet device, and support guided the user to reinitiate pairing using the device code and to restart the sensor, after which the user was advised to call back if the issue persisted. No adverse clinical symptoms reported. Outcomes included temporary interruption of glucose data to the ilet with no injury, no hospitalization, and no medical intervention. User support included remote troubleshooting and user education focused on cgm-to-ilet pairing and sensor restart procedures. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet, with no confirmed hardware malfunction identified for either system. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity or pairing issue resolvable through standard troubleshooting.

Manufacturer narrative:
Initial.